Manufacturer narrative:
Unit powered up properly after battery installation. Unit received with operating currents within specification. Unit was monitored and no blank display anomalies or multi colored screen noted. Unit passed self-test, unexpected restart error test, rewind, basic occlusion test and displacement test; however, unable to prime unit during prime/delivery test due to faulty force sensor resistor. Unable to perform excessive no delivery test or occlusion test due to prime anomaly. Unit received with no cracks on lcd window. Unit received with cracked battery tube threads. Unit received with minor scratches on lcd window.

Event description:
It was reported via phone call that customer had physical damage of insulin pump. It was reported that display screen was cracked and was multi-colored. Customer does not know how damage occurred. Customer's blood glucose was 550 mg/dl, which was treated with insulin pump. Customer was advised that insulin pump would need to be replaced due to cracked display screen. Caller was advised on reasons that can cause high blood glucose. Caller declined troubleshooting for high blood glucose.